Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level between 51-70 mg/dl. Bg cause was not known. Customer consumed 3-4 glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a review of the log indicates that the lowest bg reading on (B)(6) 2020 was 56 mg/dl at 1:38:35 am. Therefore, the complaint could not be confirmed. Cgm alert 3 (cgm glucose reading below user threshold) enunciated at 1:28:35 am. The user selected 70 mg/dl as the cgm alert threshold. On (B)(6) 2020, at 7:12:53 pm, 7:54:45 pm, 10:06:03 pm, and 10:19:51 pm, user made bolus requests without entering current bg and while still having insulin on board (iob). Making bolus requests without entering current bg and while still having iob could lead to a low bg event. On (B)(6) 2020, at 7:52:50 pm and 9:54:33 pm, user made bolus requests while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.